Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) in late 2007. According to the complainant, during the procedure. It was observed the catheter tip was frayed. The procedure was completed with a second autotome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Frayed. The suspect device was discarded by the user facility. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1381.